Manufacturer narrative:
The customer received a replacement device. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not detect the patient when electrodes were connected. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another monitor was used.

Manufacturer narrative:
The device was returned to stryker for evaluation and was unable to verify or duplicate the reported issue. Analysis of the device log indicates the pads may not have been making proper contact with the patient's skin. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not detect the patient when electrodes were connected. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another monitor was used.